Event description:
It was reported that the patient had their ipg and extensions replaced due to impedance issues. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's extensions were damaged during removal and were then replaced during the procedure.